Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: device code 1484 captures the reportable event of tip premature deployment. Block h10: visual inspection of the returned device found that the handle cannula was detached from the handle and was totally moved out inside of the coil. No issues were found in the basket wires and the tip was still attached to the basket, which did not confirm the reported event of the tip prematurely deploying. The external sheath was found buckled and the working length was kinked in some locations. The unit was disassembled and dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw towards the proximal end as the cannula had been forcibly pulled out from the set screws. During the evaluation, the handle label was removed exposing the set screws which were found to be present in the handle assembly. The distal screw and proximal screw depth were measured, and both were found within specification. Based on all available information, the investigation concluded that procedural and anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device during its use could lead to the handle cannula pulling out from the handle. Drag marks observed in the handle cannula indicate that force was applied to the handle to retract the basket, resulting in the handle cannula detaching. Based on the information available and the analysis performed, the most probable root cause for the encountered issue of handle cannula detached/separated is adverse event related to procedure. However, the reported complaint of "tip detached" was not confirmed since the tip was still attached and intact, so the root cause for the reported failure cannot be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a procedure performed on (B)(6) 2020. According to the complainant, during preparation, the tip of the basket prematurely detached. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a procedure performed on (B)(6) 2020. According to the complainant, during preparation, the tip of the basket prematurely detached. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.